Manufacturer narrative:
(B)(4). The results of the investigation concluded that the catheter met sjm specification requirements of acceptable resistance values with no open or short circuits detected while the device was undeflected, deflected, and manipulated. The catheter also displayed acceptable ECG signals during a simulated test. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 300845825-2016-00114, 3005188751-2016-00059, 3005334138-2016-00044. During an atrial fibrillation procedure, a pericardial effusion occurred. The pulmonary veins were isolated and lines were completed from the lipv (left inferior pulmonary vein) to the mitral valve and anterior to the mitral valve. A second transseptal puncture was completed and isolation of the left superior pulmonary vein and the lipv was confirmed with a reflexion spiral catheter. The reflexion spiral catheter was moved to the right superior pulmonary vein and the patient became hemodynamically unstable. An effusion was confirmed at the apex of the heart using an ice catheter. The heparin was reversed, a pericardiocentesis was performed, and ffp was administered to stabilize the patient. The patient is in stable condition. There were no performance issues with any sjm device.